Event description:
Information was received indicating that this ambulatory infusion pump exhibited a double beep for no cassette. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One cadd® cadd-legacy 1 pump was returned for analysis. The pump was repaired by the oakdale service center prior to it being aware there was a complaint against the pump. However, the repair notes indicate the customer's problem was device returned for "double beep". The downstream sensor and battery were replaced. The device passed all functional and delivery tests. It is unknown if the problem was confirmed or if the repair was performed as a preventive measure.